Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that adhesive quality on rd sensors are not as reliable as previous versions, customer also reporting that rd sensor is reading low sp02. No patient impact or consequences were reported.